Event description:
A peritoneal dialysis (pd) patient reported a fluid leak after completing treatment. The pd nurse confirmed the patient was treated with prophylactic antibiotics and had no complications and was able to continue all pd therapy.

Manufacturer narrative:
A manufacturing review was performed of the products shipped to the dialysis center during a three month time frame for lot numbers received. An investigation oft he device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.